Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded an initially stable shock impedance of 70 ohms with a sudden sharp increase to >150 ohms in(B)(6) 2023. The analysis of the provided iegm episodes revealed no abnormalities. The provided x-ray image was analyzed. It shows two leads implanted in the right ventricle. An interaction of both leads cannot be excluded. No further peculiarities were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was capped due to an increase in shock impedance. No adverse patient events were reported. Should additional information be received, this file will be update.